Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusions can be drawn.

Event description:
Info received from our (B)(4) affiliate. On (B)(6) 2011, our (B)(4) affiliate, received an email from a pt indicating that the pt experienced an adverse event in both eyes while wearing acuvue oasys lenses. This report is being submitted with regard to the left eye (os). The pt reported experiencing redness, photophobia, discharge and sore eyes after 3 weeks of being prescribed the product. The pt reported, "I had 2 eye infections and was put on drops" and "I found a red ring around my iris and I can already tell I have lost a lot of my vision." The pt also reported "I wake up every morning with crusted shut red eyes." Our (B)(4) affiliate has made multiple attempts to contact the pt to obtain additional info via email, however, the pt has not responded. The phone number provided by the pt was incorrect. No additional info is available at this time. The lot number of the product in question is unk; the product in question is presently not available for return. Based on the limited info available, no further investigation can be conducted at this time. This event is being reported as worst case due to pt's report of loss of visual acuity. Vision loss has not been confirmed by a medical professional as pt has not provided valid contact info. If additional info is received, we will report within 30 days of receipt. (B)(4).